Event description:
A user facility reported that during a procedure, the needle was unable to come out of the sheath. The procedure was completed successfully using a different needle. There was no patient injury or adverse event reported to olympus.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was returned to olympus for evaluation where service confirmed the customer's complaint. During the evaluation, the complaint was confirmed, when the slider was pulled back the needle did not retract. The needle appeared to have a sharp tip and no visual residue. The needle was able to fully extend 37mm out of the distal end sheath. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): ¿do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument. Do not angulate the bending section of the endoscope abruptly while the needle is inserted into the instrument channel of the endoscope. This could cause patient injury, such as perforation, bleeding, or mucous membrane damage.¿ olympus will continue to monitor the field performance of this device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The observed failure is a known phenomenon likely resulting from forcing the device through resistance and/or angulation.